Manufacturer narrative:
(B)(4). The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the motor device had an a1 error code and was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the a1 error code was confirmed; however, the device heating up was not confirmed. It was observed that the device displayed an a1 error code on the console device. A visual and functional assessment was performed on the device which found that the device motor failed the air pump assessment. It was further determined that there was no audible sound change when the hose was pinched. During repair, it was observed that the inner hose was separated from the connector plug sub assembly. It was determined that the hose separation was consistent with applying too much tension while handling the hose. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.